Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 11:00am. Pt said he took 1000mg of metformin and a 10mg tablet of lantus, then took his glucose reading on the prodigy meter. He received a result of 345 mg/dl. Additional tests on the pdc meter read 245mg/dl and 143mg/dl. Pt reported having no symptoms but injected 30cc of lantus and had his wife take him to the emergency room. His reading in the emergency room was 129mg/dl. No treatment was provided. Pt said time spent in emergency room was a few seconds. Pdc sent replacement with prepaid envelop and requested return of suspect product(s).

Manufacturer narrative:
Ok biotech check the returned meter and found the current test is 1.0ua<55ua. Pass. The working voltage test is 400.1mv(400+/-3mv). Pass. Meter's settings, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.